Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) failed the pulse lead hi-pot test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed the pulse lead hi-pot test. Service investigation revealed the pulse wire was shorted in the distribution node to rear therapy electrode cable. The shorted wire caused the test failure. The root cause for the shorted pulse wire was unable to be positively determined. No adverse event resulted from the shorted pulse wire. The last pt to use this electrode belt did not report any deficiencies.